Manufacturer narrative:
The field service rep could not find a cause. The user ran controls to verify the analyzer performance. If additional info is received, appropriate notification will be provided.

Event description:
The user received erroneous creatinine results for two serum pt samples, of which one was found to be discrepant. The initial result was 1.81 mg per dl, the repeat result was 0.76 mg per dl which was reported.